Event description:
A home peritoneal dialysis patient complained of pain and was diagnosed with coagulase negative staphylococcus peritonitis. The patient was treated with 1g vancomycin ip for five doses and 80 mg tobramycin ip. Patient reported resolution of abdominal pain after the first day of antibiotic treatment. The patient recovered and continued with peritoneal dialysis treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Based on the medical record review, there is evidence that the patient contaminated the sterile pathway.